Event description:
Same case as MDR 2134265-2014-05684. It was reported that deployment difficulties and a stent fracture occurred. The stenosed target lesion was located in the very highly calcified superior femoral artery. The physician opened the occlusion with an atherectomy catheter and did not predilate. Then, using an amplatz guide wire a 6x200mmx130cm innova stent was advanced to the target lesion for deployment. However, after deploying 3cm of the stent the system blocked and was unable to fully open the stent. The physician then attempted to deploy the stent manually, however 1cm of the stent broke off inside the lesion. A 6x200mm/130cm innova stent was advanced to cover the broken portion of the first stent. During deployment, the last 1 cm of the stent was difficult to open. The physician pushed and pulled the stent and was able to get the stent to fully deploy. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova stent delivery system (sds) with a guidewire in the inner shaft. There was blood in the wire lumen. Device analysis determined the condition of the returned device was consistent with the reported information. The handle was received separated from the sds. Inspection of the handle components did not reveal any damage or irregularities. Middle and inner shaft: the middle and inner shafts were detached from the sds. The inner shaft was detached from the middle sheath. The inner shaft completely separated 11cm from the proximal end of the inner shaft. The inner shaft was buckled 5mm from the separated end of the inner shaft. There were numerous kinks throughout the inner shaft. The fractured ends were stretched and jagged, which suggests that the separation may be related to tensile overload. There were numerous buckled sections of the outer sheath. The stent struts on the distal end of the stent were stretched and broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR 2134265-2014-05684. It was reported that deployment difficulties and a stent fracture occurred. The stenosed target lesion was located in the very highly calcified superior femoral artery. The physician opened the occlusion with an atherectomy catheter and did not predilate. Then, using an amplatz guide wire a 6x200mmx130cm innova stent was advanced to the target lesion for deployment. However, after deploying 3cm of the stent the system blocked and was unable to fully open the stent. The physician then attempted to deploy the stent manually, however, 1cm of the stent broke off inside the lesion. A 6x200mm/130cm innova stent was advanced to cover the broken portion of the first stent. During deployment, the last 1 cm of the stent was difficult to open. The physician pushed and pulled the stent and was able to get the stent to fully deploy. No additional patient complications were reported and the patient's status is stable.